Event description:
It was reported that the cannulas had fallen off and reports insulin delivery were painful with cannulas on (B)(6) 2026.

Manufacturer narrative:
Initial 5 of 6. E1: name: ypsomed ag. Country: switzerland. Street: weissensteinstrasse 26. City: solothurn. Zip code: ch-4503. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.